Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain located at the ipg site. As a result the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was relocated. Effective stimulation was restored post operatively.